Manufacturer narrative:
Follow-up # 1 date of submission 1/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the black box data showed unexplained power reboots occurring on the date of the complaint however this was not duplicated during this investigation. During a visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down along the side of the bumper to the case seal. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and inspection was performed on the power circuit with no defects found and no moisture was found internally. Unrelated to the initial complaint, the returned battery cap was damaged; the threads were torn. The returned battery cap was able to securely attach to pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.